Manufacturer narrative:
The suspect product was requested from the pt but it was not available. A lot history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly mgmt review meetings. Labeled for single use or reuse.

Event description:
On (B) (6)2010, a pt contacted our firm stating that he/she had been a long time wearer of acuvue 2 contact lenses (cl). The pt stated that he/she was seen on (B) (6)2010 for an annual eye exam and that he/she "started wearing a trial pair of acuvue oasys for astigmatism on (B) (6) 2010 and the second trial pair on (B) (6) 2010". The pt reported that while wearing trial product he/she "experienced blurry and foggy vision, and it felt as though the contacts were sticking to my eyeballs, and in the morning my eyes were crusty and glued together". The pt stated that he/she noticed "a white spot on the black part of the right eye" and the eye became bloodshot red, swollen and sensitive to light; he/she also experienced burning sensations, pain and headaches. The pt saw an eye care professional (ecp) on (B) (6)2010 and was diagnosed with a cu and stated that he/she was told it was a "dangerous eye infection". Zymar was prescribed and the pt was put on "aggressive antibiotic treatment for 9 days". The pt wore the lenses on a daily wear schedule, the replacement schedule is unk. Clear care solution was used to clean/disinfect lenses. On 06/09/2010, the treating ecp provided limited clinical info to our firm. He stated that the "pt presented with pain od after wearing aofa lense od dw x13 hours". The pt was diagnosed with a superior limbal peripheral corneal ulcer od under the lid and was treated with zymer gtts. The corneal ulcer has since resolved without any change to va. Dr stated that the pt could visualize the "white spot" on the cornea and wished to be seen for another opinion and f/u. This event is being reported as worst case scenario.